Manufacturer narrative:
This is one event (death) of two events reported for the sam patient involving three separate products; associated mdrs #2937457-2014-01195, 2937457-2014-01196, 1225714-2014-05104, 1225714-2014-05105, 1225714-2014-05106 and 1225714-2014-05107.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010, after the use of the product.